Event description:
Boston scientific received information that high shock lead impedance was observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) during a routine device replacement. The out of range measurement was observed after the new device was implanted and measurements were tested. Results revealed other measurements were in range, except for the shock impedance. After which, the physician opted to performed a defibrillation threshold (dft) test due to this measurements. Subsequently, the measurement went back to normal after several attempts of the test. Further, a memory download was sent to the boston scientific technical services (ts) to further investigate the observation. Ts discussed some reasons that might have caused the out of range measurement and advised to perform an x-ray to assess the device and lead connection. Attempts to obtain additional information, but was unsuccessful. The rv lead and ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.